Event description:
Ous MDR - this device was found to be prematurely eri. At the f/u on (B)(6) 2011, the ICD status was acceptable, but the event table was displaying an error message alerting the clinic to an elevated power consumption. At that time the physician decided to follow the pt via home monitoring. Home monitoring showed this device was at eri on (B)(4) 2011.